Manufacturer narrative:
Other, other text: one product was returned. Defective component (air cushion face mask) results: as a result of observing the product it was confirmed that the cushion of the product was deflated.???? Conclusion: the reported event was confirmed. Root cause: it was determined that the event was caused by the manufacturing of the supplier. Actions:? We issued scar to the supplier "koo medical japan", requesting them to investigate the event lots and implement improve actions.

Event description:
During a pre-use check, the customer noticed air was inadequately put in the breathing mask in the product kit. This event is often observed and the customer have to inflate the mask every time before using it, spoiling the usability in an emergency. The customer requests us to thoroughly check whether the breathing mask is sufficiently inflated prior to kitting. No patient injury.